Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Sample was first tested for occlusion and leakage per specification. Then the proximal roller was moved fully in the roller clamp body and flow stopped per specification. The defect described was not able to be replicated or confirmed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: as per report," solution of ns still dripping into drip chamber despite the fact that roller clamp above drip chamber was fully closed. Instead of emptying, drip chamber get filled with ns solution from bag attached above." No injury reported.